Event description:
Tech complained that his battery was getting low and the helmet fan had stopped working. By the time they replaced the battery, he became dizzy and was given oxygen. He later was hospitalized for the same symptoms. Further test results were negative.